Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no known impact to the customer's blood glucose level. The contact stated that the customer would contact the doctor for manual injections as alternate therapy. Multiple attempts were made by tandem¿s technical support to verify that back up therapy was obtained; however, no additional information regarding this event was provided.